Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was noise observed on the right atrial (ra) lead. There was no capture at high outputs through the pacing system analyzer (psa) or the implantable pulse generator (ipg). The lead was capped and replaced. No patient complications have been reported as a result of this event.